Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07-sep-2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a peak blood glucose value of 400 mg/dl after a missed meal announcement. The user performed a supply change and insulin delivery resumed, with glucose values trending downward. No outside medical intervention was required.